Manufacturer narrative:
Product analysis: analysis was able to confirm that the tactile function on the programmer did not work properly and that the screen would fall down. Analysis also noted that the stylus required updating, the lower left and right hinges were worn, an incoming test related to software controlled gain with the link electronic module (lem) failed, the printer was not working, the latch of the cable bay was broken, the bullets assay was missing, the cooling fan was noisy, and the electrocardiogram (ECG) connector and handle required updating. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tactile function on the programmer did not work properly. It was also noted that the screen would fall down. The programmer was returned for service. No patient complications have been reported as a result of this event.